Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on 08/28/2015. Customer stated they fell down due to their low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer could not recall any significant events leading to their low blood glucose. The customer stated their low may have been caused by overbolusing. The customer declined to return the insulin pump for analysis.